Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, noise was observed on a merlin transmission. Noise could not be reproducible. Lead revision was not successful due to a set screw not able to be reinserted into the header and the septum detaching from the header. The lead was capped and replaced. The patient condition is well. The patient will be remotely monitored.